Event description:
In 2008, the pt reported that while he was changing the insulin cartridge, the piston rod retracted half way and then an e10 (cartridge) error was displayed. He stated that he could hear the motor running but the piston rod would not move, and he could hear "grinding." He stated that he had just changed the battery the previous night. He stated that he inserted a new battery into the infusion device and he still hears a "grinding" noise while retracting the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.